Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia for approximately two hours after a meal despite a meal announcement while using the ilet, with a highest blood glucose of 387 mg/dl and device alerts for glucose above 300 mg/dl for over 90 minutes; troubleshooting included confirmation of no visible insulin leakage, disconnecting to verify priming, and replacement and priming of the short tubing on a contact detach infusion set, after which therapy was resumed and glucose was expected to return to range. Symptoms included ache. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no assistance required. Investigation included technical support assessment and guided user troubleshooting of the infusion system. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion set leak, with the event consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.